Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm during the manual prime. Troubleshooting was performed and the insulin pump continued to alarm. The customer later called and stated that she was connected to the infusion set during the alarms and received a large amount of insulin. The customer's blood glucose reading was 75 mg/dl at the time of the call. The customer called the ambulance, but was not treated or taken to the hospital. Nothing further was reported.